Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the complaint device revealed the gauge of the alliance inflation syringe was not indicating 0 atm; however, it was pointing at 10 atm and there were no more damages found. Functional analysis was performed, the gauge needle was moving and started at 10 atm and when more pressure was applied, the gauge needle over passed the maximum pressure and was out of scale. It was also noticed that there was no leaking when the syringe assembly was pressurized. This failure is likely due to a manner in which the device was being handled and manipulated, and an excessive manipulation without enough care during the unpacking, preparation and/or procedure that could have affected its performance and its intended purpose as found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the colon stricture during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the gauge needle went up to 10 atm, though it was noted that the balloon did not inflate. It was noted that the gauge needle appeared stuck at 10 atm. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.